Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The device was evaluated, and evaluation result stated that the complaint was not confirmed and there have no secondary findings available. The device passed the evaluation but was scrapped due to quality and based on customer request. Manufacturer did not confirm any foam particles. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.